Event description:
Customer reportedly received the following results within 10 minutes on the same device: 65 mg/dl, 202 mg/dl, 141 mg/dl, and 65 mg/dl. No symptoms of high or low blood glucose. No action was taken based on device results. No adverse event reported. L1 controls were run and in range. Requested return of suspect device and replacement was sent.